Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that "sound all the time." This condition was found in the general patient ward upon power up. It is unknown when this event occurred. The quality engineer assigned failure code 94 to be the as determined problem; this condition had the potential to interrupt delivery. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that "sound all the time" was confirmed during product evaluation. The quality engineer assigned failure code f-94 to be the as determined problem. This condition was caused by the configuration options being incorrect due to a damaged main battery. The main battery was replaced and the configuration was reset to correct the reported condition. A follow-up report will be filed if any additional details become available.